Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the alarm was sounding. It was noted that the pump had been empty for two years, the patient didn't want to fill it because he thought he could deal with the pain himself but he would like to use the pump again. The patient wanted to refill but, his healthcare provider (hcp) said that since it's been empty for so long the motor was slowing down and did not want to reuse it, they want to replace it. It was also noted that the pump had been alarming "for a year" and that the pump will reach 7 years, end of life (eol) in (B)(6) 2013. The device system was used to infuse dilauded, morphine and an unknown drug. Additional information has been requested, but was not available as of the date of this report.